Manufacturer narrative:
As reported, following placement of the ventralex mesh, it was observed that the mesh appeared ¿crumbled¿ and did not conform appropriately to the abdominal wall. Consequently, the mesh was explanted, and the hernia was repaired using an alternative method. As reported, it appears the implant and explant occurred during the same surgical procedure. Multiple attempts have been made to obtain additional information; however, no response has been received to date. Based on the information currently available, a definitive conclusion regarding the cause of the reported mesh condition cannot be made. No lot number was provided; therefore, a review of the associated manufacturing records could not be performed. Note, the date of event (20-apr-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a paraumbilical hernia repair an ventralex mesh (8 cm) was placed. As reported, "fortunately, the hernia repair was done after laparoscopic exploration, so I had the chance to see the position of the mesh intraabdominal after its placement. Surprisingly it was crumbled and not fitted well to the abdominal wall so I had to remove it and use an alternative method for the hernia repair."